Event description:
It was reported the pt ((B)(6)) underwent reprogramming shortly after implant to address impedance issues with the first 8 contacts of the lead. Effective stimulation was achieved at that time; however, it was reported, the pt recently lost stimulation through contacts 9-16. A diagnostic test revealed abnormal impedance measurements. Surgical intervention was undertaken to address this issue. Intraoperative testing confirmed the impedance issues and upon visual inspection the lead in question appeared fractured. As such, the device was replaced. No further issues have been reported following the replacement procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.